Manufacturer narrative:
H6: the investigation confirmed that the customer was correctly notified by the pump with an e6 error message. High friction of the drive unit caused a blockage of the telescope and resulted in the e6 notification.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion device continued to display an e-6 error message. Due to this re-occurring error, the patient went to the hospital to request an alternative therapy. Once arriving at the hospital, it was determined that the patient had elevated blood glucose levels. The exact readings obtained at the hospital were not provided. The hospital treated the patient with insulin injections to lower her glucose. The patient was admitted into the hospital on the morning of (B)(6) 2018 and was discharged later that afternoon. The infusion device was requested to be returned for product evaluation.